Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that motor error alarms were occurring during priming. Troubleshooting was performed. The insulin pump failed the displacement test, a check settings alarm occurred, and all the settings were erased. Nothing further was reported.